Event description:
It was reported that the patient had an ¿exposure lead¿ and was diagnosed with lead perforation and was scheduled for replacement surgery on (B)(6) 2003. Medical status prior to event, symptoms, treatment, and outcome were not given. Additional follow-up is being conducted to obtain this information. If any additional information is received, a supplemental report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 4351, serial# unknown, product type: lead. Product ID: 4351, serial# unknown, product type: lead. Product ID: 4351, serial# unknown, product type: lead. Product ID: 4351, serial# unknown, product type: lead. (B)(4).

Manufacturer narrative:
Correction: manufacturing site ID is 6000032. Correction: medwatch filed in error as event previously reported. Initial medwatch of this supplemental, corrective MDR is being redacted as it is a duplicate medwatch - see manufacturing report # 2182207200300705.

Manufacturer narrative:
No additional information was received. Extensive search of patient database due to remediation found patient information and therefore serial number.